Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep was initially unable to duplicate the problem and eventually found a faulty battery packs. The batteries were replaced. The system operates as intended.

Event description:
It was reported that the 9400 system would not fluoro. No patient injury was reported.